Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 536mg/dl. The customer¿s current blood glucose level was unknown. The customer¿s symptoms or treatments were not noted. Customer stated their blood glucose has been fluctuating, but they denied a troubleshoot for high blood glucose. Customer also noted the display is getting difficult to read and asked for a replacement. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.